Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reoccurs, which they acknowledged and understood.